Manufacturer narrative:
H4: the lot was manufactured from april 17, 2019 - april 19, 2019. H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed a leak at the blue winged cap. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to an untightened blue cap by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event dates could not be specified, however, the customer reported potential dates of (B)(6) 2020, (B)(6) 2020, and/or (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of folfusor sv (small volume) leaked from the blue wing cap. Both devices were filled with fluorouracil 3150mg in sodium chloride 0.9%. The leaks were identified during unspecified process steps of set up. No leaks were noticed until the overpouches were opened and the devices removed. There was no report of patient injury or medical intervention associated with these events. No additional information is available.